Event description:
It was reported the patient presented to the medical center in a state of fatigue. No alarms were seen upon initial interrogation and labs were pending. Computed tomography was performed and was negative. Transcatheter aortic valve replacement was also performed. Additional information received on (B)(6) 2026 confirmed that the aortic insufficiency was considered therapy related, and the patient was discharged home following the aortic valve replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.